Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, the physician had an issue with the suture wherein it was fraying and breaking with routine handling of the device. The physician is wearing loops when using the product and it can be seen that the suture is fraying apart in the loops when tying down, running knots or threading through a free needle. The product is continued to be used to complete the procedure. There was no patient injury.